Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during the prime test at 4 pounds due to faulty force sensor resistor. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm during rewind and prime sequence. The customer's blood glucose was 21.1 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.